Manufacturer narrative:
The field service engineer (fse) found the rinse block was cracked apart and lying loose in the drip tray on the instrument. The probe waste was leaking into the drip tray as a result of the cracked rinse truck. The fse replaced the rinse block and adjusted the rinse block to the aspiration probe to resolve the leak. (B)(4).

Event description:
While performing shutdown, the customer reported a leak of clenz and diluent on the counter from the coulter lh 780 hematology analyzer. The volume was unknown and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.